Event description:
The account stated that cell-dyn 4000 analyzer has generated patient samples of wbc > 20.0 k/ul for the last couple of weeks. Also on one sample, the initial result tested wbc=0.7 k/ul but when repeated the wbc= 18.0 k/ul. The account states that the wbc differential looks abnormal for this sample but is acceptable for the other indices. The account has also compared all other samples in question on another cd 4000 analyzer and the results were acceptable. There were no other patient results provided. There is no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
Other: instrument working as designed. Results transmitted manually. Other: customer training on review of scatter plots.in 2008, the account reported intermittent unusual white blood cell (wbc) scatter on one patient. The instrument was a cell-dyn 4000 [200v]. This patient?s specimens showed intermittent reduced wbc and large sharply defined area of excluded counts. No problems with qc or other patients. The customer suspected this was a single patient issue. Patient had a myelodysplastic condition. The customer e-mailed colored scans showing results on 3 different days. There is also a comparison of the same sample on two different cd4000 instruments. Results were as follows:instrument date wbc rbc hgb plto flagging 2008: 14.6 1.96 7.37 105 ig the following month: 8.80 2.60 8.84 81.3 ig five days later: . 792 3.24 9.35 299 varlym 0.50 same day: 18.3 3.32 9.34 300 igthe scattergrams were discussed with the customer. An issue was suspected with the optics bench and/or optical signature. The sealed batch data was checked, which showed lymph 7 deg cv% running at 5.4 -5.9. This indicated that the laser required realignment. The technical service specialist (tss) was scheduled for a visit. The customer was instructed not to use the instrument. The tss visit four days later found the system to be running normally with moving average values within specification and qc values within limits. The tss observed that the results transmitted twice to the host with poor wbc differentials were from patients with neutrophil abnormalities. The samples were re-run later with similar results. All original runs and re-runs had flags above the autotramit settings (would not have transmitted automatically); therefore, these results were transmitted manually. Further training of the staff on review of scatter plots was recommended. The customer was satisfied with this outcome. No further tss action was required. The root cause was determined to be customer error.the cell-dyn 4000 system operator?s manual (01h25-01, rev m) provides assistance regarding troubleshooting data-related problems on pages 10-133 through 10-197. Flow charts for wbc issues (low or imprecise wbc) are given on pages 10-163, 10-170, and 10-186. If the issue cannot be resolved, the last action is to call customer service. Information on customizing the auto-transmission to host is provided in section 2, pages 2-73 through 2-79. If the results were transmitted manually, the auto-transmission software was working according to the criteria established by the laboratory. A review of domestic and international complaint analysis trending system (cats) and trending analysis support system (tass) trend analysis reports on the mtrs database for late 2007 through 2008 have been evaluated for the complaint issue. No adverse trends have been identified for the cell-dyn 4000 instrument, for the complaint issue. This is the final report.